Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was not getting pain relief so a cap procedure was performed and the results were negative. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient's catheter was kinked in the pump pocket and the hcp replaced the catheter. It was noted the issue was resolved.